Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a tear on the heater line tubing. An underwater pressure test was also performed and leakage was observed at the tubing tear location on the heater line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "first line" (tubing) of a homechoice automated pd set with cassette leaked. This occurred during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.